Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts maintenance stated that the cable for the pendant control was sheared off from the bed going up and down. Wires on the pendant are exposed and the bed now has no functions.